Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp unit, troubleshot and found that the pneumatic module assembly or (p.i.m) was causing the auto-fill issue. To fix the issue, the fse replaced the pneumatic module assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an augmentation failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.